Manufacturer narrative:
It was reported that a patient suddenly experienced instability in flexion, so a revision surgery was performed to explant the insert to a new one. It was noticed that the post had fractured at the tip. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Photos were provided, which confirmed the stated failure. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that an x-ray and photos was submitted that show the post broken off. Some potential causes could include but are not limited to traumatic injury, fit/sizing or abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a patient suddenly experienced instability in flexion, so a revision surgery was performed on (B)(6) 2020 to explant the insert to a new one. It was noticed that the post had fractured at the tip. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.